Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 20 retention samples from bd inventory were evaluated by visual functional testing and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. CAPA #(B)(4).

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was safety shield failure. The following information was provided by the initial reporter. It was reported that the safety cover is not covering the needles. The safety cover is not going directly on the needle or is completely popping off."